Event description:
Patient (pt) reported that on (B)(6) 2013, she put in a new acuvue oasys contact lens. Pt stated she uses a multi-purpose solution (brand unk) and does not sleep in the lenses. Approx 1/2 hour later, she experienced foreign body sensation (fbs). The pt tried to clean the lens and reuse, but after 2 hours she could no longer handle the fbs, so she removed it. By the end of the day, her eye was very red. The following morning she had photophobia, pain, and continued redness. Pt went to an urgent care center on (B)(6) 2013. The physician diagnosed a corneal ulcer and referred the pt to an ophthalmologist. Pt was seen by the eye care professional (ecp) on (B)(6) 2013. Medical records indicated the pt was seen for eval of "painless, progressive loss of vision" in the left eye (os). Pt was taking predforte 1gtt q1h when she presented to the ecp office. Os dva sc cf3. Slit lamp exam noted: cornea: os central ulcer, deep in upper nasal cornea, 3+ edema, and loss of clarity; anterior chamber: hypopyon 10% inferiorly, 3+cells; vitreous: poor view, slight red reflex. The ecp's impression was a central corneal reflex. The ecp's impression was a central corneal ulcer, established and worsening, and acute endophthalmitis. Pt was advised to continue ciprofloxacin (dosing unk and add bactracin g1h). Pt was advised to return to the clinic (rtc) the following day. Pt rtc on (B)(6) 2013 for eval of pain and irritation in os. Pt was reported using pred forte 1 gtt g1h. Symptoms are constant and condition is worsening. Pt stated that her eye feels worse from the antibiotics last night. Os dva sc cf3. Os 4+injection. Central ulcer not in focal axis. Os hypopyon resolved. Pt was prescribed gentamicin, vancomycin, ciprofloxacin, and bactracin g1hr. Pt to use tears prior to drops. Impression central corneal ulcer, condition established, worsening. Pt rtc on (B)(6) 2013 c/o fbs and decreased vision. Exam noted os 4+injection, os ulcer central, and 2+edema. Va 20/cf of os. Impression: s/p corneal ulcer os, d/c bactracin ointment, vancomycin, gentamicin, ciprofloxacin, and continue predforte. The pt rtc on (B)(6) 2013, c/o blurry vision os. Os dva cc 20/100. Exam noted os 2+ injection, ulcer peripheral nasal, partially blocking pupil. No other findings were noted. The pt was advised to continue taking bacitracin os bid and pred forte 1% tid os. Pt was advised to rtc in 2 weeks.

Manufacturer narrative:
A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. Add'l info will be submitted within 30 days of receipt. (B)(4).